Manufacturer narrative:
H.6. Investigation summary: two photos were received and evaluated. One photo displayed the top web of a blister pack (p/n 309628). One photo displayed the bottom web of a fully sealed blister pack with a 1ml syringe inside and confirmed to be from batch 7321511. In the photo showing the bottom web it was observed there was a long black strand of foreign matter inside and outside the packaging. The fm appeared to be a trimmed piece of top web that was exposed to ink and was larger than level 3 in size, which was rejectable per product specification. The defect observed in the photos is consistent with the 1ml syringe in a fully sealed blister pack that was received. Potential root cause for the foreign matter defect is associated with the packaging process. The sides of the top web are trimmed to size and the leftovers are vacuumed. If the vacuum becomes full, the trimmings may become caught in the conveyor and pulled through the packing machine. During which it may have been exposed to an ink spill from the printer. The printer involved in the manufacture of this batch has been replaced with a new and improved printer as of the end of 2018. This manufacturing line has been operating under different condition as a result. No corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: complaint from user facility. The user complained that foreign matter was found in the intact packing before use.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: complaint from user facility. The user complained that foreign matter was found in the intact packing before use.